Manufacturer narrative:
(B)(4). Urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an obturator sling procedure and an anterior colporrhaphy for a very large cystocele (st 3-4). The pt had an indwelling catheter for a while and after removal still only voided small amounts with large residuals. The pt declined to have an indwelling catheter reinserted. The pt came back in acute retention with 1700cc in the bladder. A catheter was reinserted and the pt was put on a bladder relaxant. The surgeon performed a cystoscopy and the tape does not seem to be tight and normal bladder inspection was noted. It is planned to have the pt start self-catheterizing and if the pt does not show any signs of improvement over time it may be necessary to release the tape.